Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm20 fetal monitor had a speaker failure. It is not known if there was sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The device was sent in for bench repair. During the course of the evaluation it was found that the av-fm30 cbl loudspeaker assembly (451261010231) was defective and needed to be replaced to resolve the reported issue. Per the response received from philips field support engineer (fse) it was reported that the customer did not accept the quote offer to replace the av-fm30 cbl loudspeaker assembly (451261010231). Av-fm30 cbl loudspeaker assembly was not replaced. The device was returned to the customer.